Manufacturer narrative:
The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicates normal results. Further interrogation under nominal conditions with different loads indicates the pacer was able to sense and measured the lead impedance within normal range. Additionally, visual inspection of the header and connectors found no contamination or foreign material. Also, no anomaly found on the header that is related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-25407. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was performed during an atrial lead revision. The patient was in stable condition post-procedure.